Manufacturer narrative:
(B)(6) the complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) clip failed to release from the catheter. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2016. According to the complainant, the clip did not detach. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.